Event description:
On (B)(6) 2014, it was reported by a police department that their AED was reporting a service code and that the service code did not occur during patient use. On (B)(6) 2014, a review of the electronic history for the actual AED identified that it had been reporting the service code since (B)(6) 2011, the AED was not serviced nor was the service code previously reported to defibtech and the AED appears to have had patient use while the AED was reporting this service code.

Manufacturer narrative:
As received, the returned AED was connected to a patient simulator set to ventricular fibrillation (a shockable rhythm), the AED analyzed the rhythm, appropriately advised and delivered a defibrillation shock, within specs, to the simulated patient. Although as received, the device was functioning as designed, examination of the unit's internal circuitry identified that the patient interface connector was not fully seated. This was determined to be the cause of the service code reported by the end customer. The electronic history for this AED identified it appears to have had patient use. Events that occurred had the following outcomes: on (B)(6) 2011, the AED reported 2 aborted shocks. Due to heavy use, the AED's internal flash log was overwritten; and no additional data is known. The cause of the aborted shocks in not known and it cannot be determined for certain whether the patient interface connector had an effect on the aborted shocks. On (B)(6) 2011, the AED did not advise any shocks. On (B)(6) 2012, the AED aborted a shock due to an non-confirmation of the shockable arrhythmia; a normal behavior for the AED. On (B)(6) 2012 and (B)(6) 2013, the AED did not advise any shocks. On (B)(6) 2014, the AED advised and successfully delivered a defibrillation shock. There have been no previous reports by the end customer of service codes, problems, or patient related uses for this unit. Although requested, no information has been provided from the end customer regarding our request for additional information. A review of all complaints did not identify any patient related events attributed to the patient interface connector. Based on this analysis, the MDR is being filed or the partially plugged in patient interface connector which could have caused or contributed to the aborted defibrillation shocks during the (B)(6) 2011 event.